Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, while loading reload, the device was unable to load the reload onto the adaptor due to a broken piece. Thus, no reload was recognized. Another reload was used to complete the case and resolve the issue. There was no patient injury.